Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patients doctor described the area as severe shingles causing the rash.there was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a antifungal, steroid creams for the skin irritation. Outcome of the irritation is unknown.